Event description:
Reporter stated that a patient sample (type not provided ) was tested, using the suspect device, with a result of 117mg/dl. An additional blood sample (type not provided) from the same patient was tested in the facility's lab with a result of 63mg/dl. Time delay between tests was not provided. Additionally, reporter was unable to provide any details of patient's condition (e.g suitability for point of care testing, potential interfering substances). Reporter did not indicate if quality control testing had been performed on the system. Technical support requested the return of the suspect device and replacement product was shipped.